Event description:
Allegedly the new reamers have rust.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: device failure occurred and was related to event.the complaint and inventory were reviewed. Internal product was dimensionally inspected; however, the product was not returned.(B)(4).